Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery cap could not be removed from the pump. It is unknown at this time if there was any damage to the battery cap or battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1, date of submission 05/11/2015. The initial report identified pump serial number (B)(4). The correct pump serial number associated with this complaint is (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 07/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery cap was not returned with the pump for investigation, therefore the original complaint of being unable to remove the battery cap could not be appropriately investigated. Investigation of the pump revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.